Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly also, moisture damage found on the motor, battery tube and vibrator assembly. Unable to verify motor error alarm due to blank display. The insulin pump has minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm during manual prime. Customer's blood glucose was 149 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process. Motor position encoder error alarm could not be verified due to motor error alarms. Customer was advised that insulin pump would need to be replaced. Customer also reported of being in he hospital due to heart failure and not diabetes related issue.